Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and on an unknown date, was treated with unspecified antibiotics (oral, dose, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered. The patient's pd catheter was removed and dialysis treatment was switched to hemodialysis. No additional information is available.